Event description:
**Update** (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on disc if needed for further review.

Event description:
Patient was revised to address thigh pain. The stem was stable, but there was no bony in-growth. Update: (B)(6) 2012 - litigation papers received. It alleges that the patient suffers from pain, discomfort, mobility issues, implant loosening and wear. During the revision, the pinnacle liner remained intact, while the head was replaced with srom. The date of implantation was provided- (B)(6) 2007.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update** 7/18/2012 - litigation papers received. It alleges that the patient suffers from pain, discomfort, mobility issues, implant loosening and wear. During the revision, the pinnacle liner remained intact, while the head was replaced with srom. The date of implantation was provided- (B)(6) 2007. Added liner and head to complaint. The new information received did not change the previous investigation. **update** 12/21/2012 - medical records were received from legal. Part/lot information was identified. Records are available on disc if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged abductor muscle repair, metallosis, elevated metal ions, loosening of the cup and stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.